Manufacturer narrative:
The information submitted reflects all relevant data received. Without a lot number or device serial number, the manufacturing date cannot be determined. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen of the programmer was not tracking. Technical services (ts) provided assistance in resolving the issue by directing the caller to swap the pen into a working programmer and vice-versa to determine the pen operation. No further information was obtained from the caller after multiple attempts. The status of the programmer/pen is unknown. No patient complications were reported as a result of this event.